Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pca administration kit leaked. The following information was provided by the initial reporter: patient called in the nurse to their room to advise her ¿IV was leaking.¿ nurse noticed that on the pca tubing, the round white piece was leaking.

Manufacturer narrative:
One sample was received for quality investigation. The sample received was of a primary infusion set and does not match the reported product number of 10800175. The customer was contacted regarding the differences, but they stated that the sample that was submitted was the sample they were given by the staff member that reported the issue. Based on the fact that the sample does not match the reported complaint, and the reported issue could not be identified from the sample submitted, the customer complaint of leakage was not verified. Priming of the sample was also conducted to see if the infusion set submitted showed signs of leakage. There was no sign of leakage. Due to the product reported not being received, an investigation could not be performed, and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.